Manufacturer narrative:
This report is filed (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, during a mastoidectomy procedure on (B)(6) 2015, the presences of secretions were reported on the device, leading to the decision to explant the device. The device has not been made available for analysis as of the date of this report, (B)(4) 2016.